Event description:
N/a.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation. Failure analysis: unit received without the 6-inch transitional member. The handle had been closed without the transitional being inserted and caused the opening to become misshaped. The handle was reopened to accept the new transitional. The shock cushion, finishing cap, ¼ inch pin and adjustment wrench were worn. Root cause: the reported complaint was confirmed. The base unit had been damaged due to misuse as the handle was closed without the 6-inch transition inserted, deforming the opening. Additionally, the unit required replacement of worn components. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2007). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield ultra base unit (a2101) would not lock properly. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.